Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is 80-120mg/dl. Lowest result from memory was 53mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (53) and the normal result (120) is located in zone c. No adverse event reported.